Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose levels of 50 mg/dl to 502 mg/dl. Reportedly, the customer drank orange juice and administered a bolus. During troubleshooting with tandem's technical support, it was noted that there were small air bubbles in the tubing.